Manufacturer narrative:
There have been no additional complaints reported against the possible finish goods lot numbers and the device history record shows that the products were released per specifications. The customer returned seven unopened samples, the samples were visually and functionally tested and passed testing, no aspiration issues were found during testing. The root cause of the customer's complaint could not be established; the unopened returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a surgeon indicated that there was suction loss with the cassettes during procedures. The products were replaced and the procedures were completed without further issue or patient problems.